Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is currently underway. The reported problem (service code 107) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of root cause analysis. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) female patient contacted zoll customer support to report that her monitor displayed a "call zoll for service" message. A review of the patient's download revealed service code 107 (multiple abnormal shutdowns). The patient was issued a replacement monitor.